Manufacturer narrative:
Customer returned (2) loose 1cc syringes. Customer states that the needle broke off in the vial and in the stomach area. Both returned syringes were examined and one sample exhibited a broken cannula. The remaining sample exhibited a detached cannula. For the sample that exhibited a broken cannula, microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. For the sample that exhibited a detached cannula, the sample was examined under the microscope and exhibited adhesive runoff onto the hub. Little adhesive was observed inside the hub. (B)(4) was initiated by the holdrege plant to address adhesive run over. Samples will be forwarded to manufacturing (holdrege) on 15dec2017 for further review. As per manufacturing, a review of the device history record was completed for batch# 6333524. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during the production of these batches. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken cannula and adhesive runoff) investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the samples/photo(s) received the investigation concluded root cause description: possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer probable root cause for detached cannula determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive run over onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. (B)(4) was initiated by the holdrege plant to address adhesive run over.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer had 1ml, 31g x 6mm bd insulin syringe with the bd ultra-fine¿ needles break off during use. One lodged in the stomach area and one in the vial. He was able to remove the needle from his stomach without medical intervention or injury.